Manufacturer narrative:
Device qc performed. Mon 3/17/2010. Device qc performed. Mon 3/24/2010. Device qc performed. Mon 4/19/2010.

Event description:
Initial information was reported by a physician to a sanofi aventis sales representative on (B) (6) 2010: a patient experienced a nodule with injectable poly-l-lactic acid (sculptra aesthetic). No further relevant information reported. Additional information for sculptra (lot # and expiration date: not provided) from product technical complaint report case (B) (4) dated 13-mar-2010, received by (B) (4) on 17-mar-2010: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received from a medical assistant via hcp data collection and sculptra adverse event forms on 13-apr-2010: this non-serious case was received from a medical assistant and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. A (B) (6) female (height and weight provided) received two treatments of injectable poly-l-lactic acid (lot # a90929, exp. Date february-2012) on (B) (6) 2009 and (B) (6) 2009 by a plastic and reconstructive surgeon for the indication of bilateral temporal recessions up to forehead, zygomatic arch depressions and lower cheek depressions. Forty-eight hours prior to injections, injectable poly-l-lactic acid was reconstituted with 6 ml of sterile water along with 2 ml of lidocaine with epinephrine. The patient received 16 cubic centimeters (cc) [2 vials] of injectable poly-l-lactic acid in the bilateral temporal recessions up to the forehead area on (B) (6) 2009. On (B) (6) 2009, she developed two nodular areas just above each temporal recession overlying the frontal bone and temporal part of frontal bone; left greater than right. On the same day, she received 10 injections of 0.2 cc of triamcinolone acetonide (kenalog) as corrective treatment to the temporal areas. On (B) (6) 2009, she again received 10 injections of 0.1 cc of triamcinolone acetonide to the right temporal area and it was noted that on that day she had made marked improvement in the nodular reaction from the poly-l-lactic acid in her left temples overlying the bony prominence. The left side had settled down flat enough that it did not need further treatment, but a bump still remained on the right side. It was noted that a biopsy was not performed. On (B) (6) 2009, she received 1 vial of poly-l-lactic acid that was injected into her temporal areas, lateral some zygomatic arch depressions, mid lower cheek depressions. At the time of this report, the event remained ongoing. Medical history provided was not applicable, although it was noted that the patient suffers from an allergy to amoxil (amoxicillin). Concomitant medications included raloxifene hydrochloride (evista) and escitalopram oxalate (lexapro). No further relevant information reported.